Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was against the user¿s skin without the pump case. The user's blood glucose (bg) level ranged from no impact to 553 mg/dl. The user addressed bg level with a bolus via the pump. The user cleared the alarm and insulin delivery was resumed. Reportedly, the user would continue to use the pump until replacement pump is received.